Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/18/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following additional information was received: after investigation, the patient's specific gender and age were unknown. On (B)(6) 2023, the patient underwent bilateral upper limb abdominal + thoracic lipoma resection under general anesthesia in the hospital. The surgeon used the vcp311h for tissue suturing (the specific sewing tissue level and sewing method were unknown). The needle breakage occurred during the suturing (the specific needle breakage length was unknown). The surgeon immediately looked for the broken needle and found it. The integrity of the needle was checked. After confirming that there was no residual foreign body in the patient's tissue, a new suture was replaced (the specific product information was unknown) to continue the suturing. The subsequent surgical operation went smoothly. There was no harm to the patient as a result of this event. No subsequent adverse events were reported.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please clarify if the patient suffered from any signs or consequences? Please provide more information. Did the needle fall into the patient? If yes. Was the needle piece removed from the patient during the same procedure? Were x-rays taken to locate the needle? Was there any patient consequence or injury? What is the patient¿s current health status and condition? Was any other tissue damaged as a result of searching the needle? Could you please clarify if only one procedure was reported in this pc? If not please confirm below: were these cases previously reported to ethicon? If yes, please provide a complaint reference number. If no, please create additional complaint files and provide the reference number. What is the lot number? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m.

Event description:
It was reported that a patient underwent an excision of lipomas in both upper limbs, both abdomen and chest under general anesthesia procedure on (B)(6) 2023 and suture was used. During the procedure, at 8:00, the patient underwent excision of lipomas in both upper limbs, surgery. At 10:30, it was reported that the needle broke during the suture process. Two people confirmed that the broken needle was complete. No adverse patient consequences were reported. Additional information was requested.